Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.